Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01553 and 3005099803-2010-01554 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three extractor retrieval balloons were used during a biliary stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon was damaged. Further clinical follow up indicates that all three retrieval balloons used during this procedure ruptured during stone removal, however no pieces detached inside the patient. The procedure was successfully completed with a fourth of the same device. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.